Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the reported adhesive pad did not stay attached to the body cannot be evaluated during the investigation process and could not be confirmed.

Event description:
Patient called in to report that his vgo device fell off before the completion of the 24 hour period. Patient stated that the device was only worn for 4 hours before falling off. Patient also stated that this issue has happened before on (B)(6) 2019. A collection kit is requested for 1 vgo device.